Manufacturer narrative:
Evaluated one opened/used enlite sensor, performed bicarbonate buffer test and sensor passed per specifications with accurate readings. We were unable to confirm needle complaint due to needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 101 mg/dl at the time of the incident. The customer stated that their sensor is reading false readings of 40 mf/dl. The customer stated that the sensor was bent upon removal. The customer was sent a new sensor.